Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip is missing label information. This was discovered before use. The following information was provided by the initial reporter: customer (B)(6) has a syringe without exp. Date.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip is missing label information. This was discovered before use. The following information was provided by the initial reporter: customer hôpital de la tour has a syringe without exp. Date.

Manufacturer narrative:
H.6. Investigation summary: one photo of the top view of a 10ml blister pack (p/n 309604) was received and evaluated. No visual defects were observed. This batch was made prior to the implementation the batch # and expiration date being printed on the top web. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10